Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient experienced an allergic reaction to the ipg at the ipg implant site. The ipg was explanted and repositioned on the contralateral side of the patient's body. The allergic reaction re-occurred. The ipg remains in use. No further patient complications have been reported as a result of this event.